Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of capture in the bipolar mode. The ipg was also exhibiting an abnormal increase in impedance measurements.